Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse0 performed the pm on 9 june 2017 and installed a pm kit. The engineer upgraded the software and replaced the leaking wash syringe. The engineer ran calibrators for #tt3 and ran controls. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was leaking wash syringe

Event description:
On (B)(6) 2017 a customer required preventive maintenance (pm) for their aia-900 analyzer, while performing the pm the engineer noted a leaking syringe. It was determined during review of this record there may have been a delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.